Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable valve was revised because the device could not be programmed after implantation. The indication for implant was hydrocephalus with expanding ventricles. The initial setting was unknown; however, after that, it was lowered to 70mm h2o. After the setting was lowered, the patient suffered edema and the surgeon attempted to adjust the setting, but was unable to program the valve. The surgeon asked if the biological component was clogged or the valve was broken. There was suspected of blood and debris contamination in the cerebrospinal fluid. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: biological debris was noted inside the valve as well as a cut/tear in the silicone housing around the siphon guard, as well as needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation has concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the pressure problem is due to biological debris found on the ruby ball and the seat of the ruby ball, the biological debris was stopping the ruby ball from being seated correctly. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.